Event description:
The manufacturer received information alleged a ventilator was not charging its battery to full capacity. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, the technician found the charge limit set at zero. The device's battery charge limit was reset to address the issue.